Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The patient tests her blood glucose 2-3 times a day. She manages her diabetes with unspecified "diabetic pills." The patient indicated that she first noticed the battery indicator on the same day, at an unspecified time during the morning. The same morning, the patient explained that she had just eaten and started feeling as thought her blood glucose was getting low. She experienced symptoms of sweating. It is not known what time the symptoms actually developed. The patient administered self-care by drinking orange juice which relieved her symptoms. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's medication and diabetes management regimens and if the patient made any changes to the regimens because of the alleged meter issue. In addition, it would have been helpful to know if the patient was even able to test with the battery indicator displayed, when the patient last tested successfully on the meter, what result was obtained, what time the meter issue actually started, what actions the patient took after the meter issue began, and what time the symptoms developed. The patient admitted that the meter's battery was not replaced according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of acute hypoglycemia after the reported meter issue began. It is not clear as to how long the patient was unable to test in relation to when the symptoms developed and what actions the patient took before developing the symptoms.